Event description:
It was alleged by an attorney that the device 'caused massive infection in (the patient's) body' and had to be removed, along with the leads, 33 months post implant. A further allegation was made that 'the damage caused by the device prevented (the patient) from having another pacemaker/defibrillator installed and eventually caused his death.' Further information was requested, but given the pending litigation, no further information was attainable.